Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for a hip revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Reported event was unable to be confirmed. No product has been returned and part/lot numbers are unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.